Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 30mg/ml morphine at 10.529mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome-other. It was reported that a motor stall occurred on (B)(6) 2017 and recovered the same day. Another stall occurred on (B)(6) 2017 and recovered on (B)(6) 2018. The rep reported that they had planned on replacing the pump on (B)(6) 2018, but they had to cancel due to the patient being sick with pneumonia. The rep reported they still plan on replacing the pump once the patient recovers. The patient had experienced nausea and flu like symptoms. This was reported as a sudden change in symptoms. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that the pump started stalling in (B)(6) 2017. The patient stated that the stalls kept getting worse (more frequent and longer) since (B)(6) and then the pump stopped putting out medication all together (B)(6) 2017. The patient would like to get the pump replaced and needed to find a pain physician. The patient was seeing a physician but due to insurance they were no longer able to get treatment from them. The patient did not have physician at this time. The patient requested physician listings. No further complications were reported.